Event description:
I started using denture creams in 2004, and in 2005 I was told I was anemic. I had diabetes. I suffer every day with leg and feet tingling and numbness. I have been tested for neurology problems in 2008. I am also having dizzy spells, heart trouble, sexually functioning. This is an every day struggle for me and I am still going through test after test. Dose or amount: denture cream, frequency: twice daily, route: oral.